Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced respiratory distress and tachycardia at night and was transferred to the intensive care unit (ICU). On (B)(6) 2019, the patient died due to cardiac arrest. An autopsy was not performed. A nurse reported that the death of the patient was not related to the device and the drug. The tubing was discarded.